Event description:
It was reported that since implant of the new device, the right ventricular lead had increasing impedance and was now measuring high impedance. The clinician believed a lead fractured was likely. The lead remains in use and will be observed remotely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.